Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and the buttons on their insulin pump were sticking. The customer declined to be transferred to help line to troubleshoot issues. Nothing is being returned or replaced at this time.